Event description:
It was reported that during a coronary procedure when clipping across the vessel, all the way across vessel, the clips are not closing. There was no complete closing of the clip from proximal to distal. The surgeon used a competitor's product to complete the procedure. There was no pt consequence. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for evaluation.